Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, oversensing was noted on the right atrial (ra) lead. Lead provocation testing was performed and the oversensing was reproducible. The device is anticipated to be reprogrammed at the patient's next follow-up. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event.